Manufacturer narrative:
Additional information: a1, a2, a3a, b5. All information reasonably known as of 31-dec-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information received 10-nov-2025 noted there was reported pain in nasopharynx during declogging. The tube was removed and patient refused replacement, videofluoroscopic swallowing study (vfss) was completed, and he was able to eat orally. The burst was noticed when the nutrition support team was consulted and attempted to declog cortrak tube, patient complained of pain during procedure, with use of 60 ml syringe and gentle pressure, the tube was unable to be declogged and was removed by the nursing support staff (nss) and noted to have a bubble in the tube at the approximate site where the patient complained of pain. The tube burst inside of the patient, a bubble was present, but the device remained intact and did not cause leaking inside the patient. The device was in use from (B)(6) 2025 through (B)(6) 2025. There was difficulty during insertion progressing post pyloric, the medication reglan was given and was re-attempted the next day successfully. The patient was using the tube for continuous feedings. The patient was on standard formula. Crushed medications were used in the device. No mct oil (medium-chain triglycerides) were used in the tube. The device was flushed with medications routinely. Auto flushes were ordered per protocol (30 every 4) but nurses also manually flush as well. The nurse had used a 10 ml syringe prior to nss attempting to resolve the issue with a 60 ml syringe. The feed solution was novasource renal was ordered at 50 ml/hr continuously. There was no history of the tube clogging prior to the break. The nurses attempted to declog with warm water and 10 ml syringe. The nss attempted warm water with a 60 ml syringe and gentle pressure. Guidewire was re-inserted as well without perforation occurring.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 12-nov-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the cortrak tube burst during use. There was no reported injury.